Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was part of a system revision due to possible infection. It was indicated that the patient's incision did not heal properly. This device was explanted. No additional adverse patient effects were reported.